Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic with their right ventricular lead exhibiting out of range impedance, decreased sensing and lead noise. The patient was asymptomatic. During the revision, the issue was noted to be due to the patients implantable cardioverter defibrillator (ICD). The physician explanted and replaced the ICD. The patient was stable throughout.

Manufacturer narrative:
The reported field event of high impedance and decreased sensing were not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.